Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft separation occurred. The 90% stenosed de novo lesion was located in a moderately calcified and severely tortuous left circumflex artery. The proximal left circumflex contained a bend of greater than 90 degrees. The lesion was predilated with 2.5mm unknown balloon. The physician advanced a 2.5x20mm taxus liberte' drug eluting stent to the lesion, but could not cross. A balloon anchor technique was attempted in order to aid the stent in crossing the lesion, but was unsuccessful. The physician then used additional force to attempt to get the device across the lesion and the shaft separated approximately 15-20 centimeters distal from the hub outside of the patient. The procedure was completed with a 2.5mm non bsc stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).